Event description:
It was reported that the customer experienced low blood glucose levels (27 mg/dl). Customer consumed carbohydrates to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.